Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from catheter tip. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of the catheter. Only the coil was pulled out, however, it protruded from the catheter's tip upon removal. The procedure was completed with a different device. There were no patient complications reported.